Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Original procedure took place in 2024. Procedure was a revision of another companies anatomic shoulder replacement. Revision on a poly swap and glenosphere exchange. X-rays in theatre show flex revive screw and cap have backed out of prosthesis making the construct loose. Patient showed clear signs of metalosis and query infection. All implants extracted and cement spacer implanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. However, based on the provided x-rays a formal medical opinion was asked, the device was used as intended. The post-operative loosening observed pertains to the modular components of the stem rather than the loss of osseointegration. However, due to the lack of information on the initial procedure such as the cleanliness of the components and the torque applied during assembly an assessment of contributing factors remains inconclusive. The x-ray does indicate that the assembly screw has backed out, leading to a slight separation between the proximal and distal stem components. Establishing the root cause as a patient-related issue with certainty would require higher-quality imaging, surgical reports, and direct examination of the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Original procedure took place in 2024. Procedure was a revision of another companies anatomic shoulder replacement. Revision on a poly swap and glenosphere exchange. X-rays in theatre show flex revive screw and cap have backed out of prosthesis making the construct loose. Patient showed clear signs of "metallosis" and query infection. All implants extracted and cement spacer implanted.